Manufacturer narrative:
It was reported that the device failed operation check. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a defibrillator capacitor was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device the failed operation check. There was reportedly no patient involvement.